Manufacturer narrative:
This product is manufactured in (B)(4) and is not marketed in the u.s. (B)(4). Method: work order search, device history record review. Results: a lens work order search was performed and no similar complaints were found within the work order. (B)(4).

Event description:
The reporter indicated the surgeon inserted the 13.2mm vicmo13.2 implantable collamer lens in the patient's right (od) eye upside down. The lens was broken while removing from the eye. No patient injury was reported.

Manufacturer narrative:
While the lens is being ejected into the anterior chamber the surgeon must check for lens landmarks to ensure proper lens orientation. If this is not done, the lens may end-up being implanted upside-down. Once the surgeon realizes of the improper orientation, the lens must be removed to avoid complications and a new lens should be implanted. This is normally done using the same incision. The most probable cause of this event was user's error while loading/injecting the lens in the anterior chamber. The visual inspection of the returned product found a piece of one haptic torn off. The lens was returned in liquid. (B)(4).